Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient had phrenic nerve/diaphragmatic stimulation and unacceptable pacing thresholds when implanting the left ventricular (lv) lead. Additionally, the lead was unable to reach the target location. The lead remains in use. The patient was a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.